Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a decompression surgery with dynamic stabilization, the peek rod broke. The fragments were easily removed. There was a surgical delay of ten (10) minutes. There was no patient consequence. The procedure was successfully completed. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown setscrews (part# unknown, lot# unknown, quantity unknown). This report is for one (1) exp peek rod lrd ba 5.5x45. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G1: physical manufacturer. H3, h4, h6: a review of the receiving inspection (ri) for viper2 peek rod lrd ba 5.5x45 was conducted identifying that lot number 5322689 was released in a single batch on june 05, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: upon visual inspection, the rod was broken. Two distinct pieces of the broken device were returned. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured revision drawings were reviewed. No design issues or discrepancies were identified. This complaint is confirmed as the device was received broken into two pieces. No definitive root cause could be determined based on the provided information, but it is likely that the rod experienced excess forces that caused the breakage. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.